Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with critically high blood glucose levels. The customer stated that she was at work prior to the event, and was vomiting. The customer stated that she went home to change the infusion set, and noticed a kink in the tubing which triggered a no delivery alarm. The customer gave herself an injection of insulin, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Missing end cap sticker noted. Unable to download due to alarms in alarm history. Alarms due to corrupted history files.